Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. Customer stated they noticed moisture at bottom portion of the screen and observed that they were using so much insulin. Customer pulled the reservoir and smelled insulin. The customer's blood glucose level was possibly around 370 mg/dl at the time of the incident. Customer's blood glucose was 240 mg/dl the night before and 210 mg/dl the following morning. The customer will treat the high readings with an insulin pen. Customer was advised the reservoir will be replaced and agreed to return the product for analysis.